Manufacturer narrative:
Log file analysis review date: (B)(6) 2015. Log files dated through (B)(6) 2015. Normal power consumption. Log file analysis review date: (B)(6) 2015; log files dates through (B)(6) 2015. Normal power consumption. Additional notes: change in viscosity on (B)(6) 2015. Log file analysis review date: (B)(6) 2015. Log files dates through (B)(6) 2015. Normal power consumption. Additional notes: no alarms have been logged in the last 14 days. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "patient felt an unusual hot controller, which hurts through the bag on his skin". Patient stated that there was nothing covering the controller, not "even a blanket was over the bag, which could have heated up the controller". There were "no burning signs or skin damages to see" on the patient. Patients controller was swapped and replacement from stock". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
It was reported from germany that patient had a "broken power port on controller". Manufacturer representative performed controller exchange on patient and it was identified that "port 2 was broken" on the controller. Patient "tolerated the controller exchange well". Controller was "swapped from stock". No impact to the patient as reported. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual analysis of the controller confirmed that one of the power connectors was loose due to a loose nut on the interior of the controller. On visual inspection of the inside of the controller, evidence of moisture was noted. Functional diagnosis was not done due to the conclusive nature of the visual test. A DHR was conducted by reviewing the supplier ncmr log. No non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Moisture inside the controller was likely secondary to the loose connector. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional narrative/data. (The final narrative previously sent on 3/10/2016 was entered incorrectly, this report is being sent as a correction for the narrative). One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.